Manufacturer narrative:
The device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
PICC line dressing noted to be peeling and wet. Tegaderm dressing removed and fluid noted to be leaking at the hub where catheter joint. PICC line removed.

Event description:
PICC line dressing noted to be peeling and wet. Tegaderm dressing removed and fluid noted to be leaking at the hub where catheter joint. PICC line removed.

Manufacturer narrative:
The complaint was forwarded to the manufacturing site, vygon germany for their evaluation. The investigation summary is as follows: the faulty sample was leaking at the junction of catheter tube and extension line. A microscopic examination showed a small cut at this area causing the leakage. This cause of this cut is unknown; however, it appears to have been caused by a sharp instrument as it is not at a junction location (see photo). No deviations of the batch history records detected. Each catheter is flow and leak tested and a 100% visual test is carried out on each catheter. This is the second complaint received for batch 8037971. There is no other complaint for code(B)(4) regarding leaking catheters. No further corrective action will be initiated at this time as this does not appear to be a trend and the root cause of the cut cannot be identified. Corrective action: based on the investigation, this issue could not be determined to be caused by manufacturing; therefore, no further corrective action will be initiated at this time. Both vygon USA and germany will continue to monitor this issue.